Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water damage, b30 error message and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invasion of the unit and no video signal due to water damaged was found on the device. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented water invasion of the unit and no video signal (no image). The issue occurred during set up / inspection for use. There were no reports of patient harm.